Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant and capsular contracture during analysis of the sample parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Two areas of siltex cracking were noted in the posterior view. Within both areas of siltex cracking, measuring approximately 4.5 cm and 1.5 cm, respectively, were noted. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced bilateral rupture and baker¿s grade IV capsular contracture post procedure. The ruptures were confirmed through mammography. As a result, and explant was performed on (B)(6) 2019. See 1645337-2019-15390 for contralateral prosthesis report.